Event description:
The customer states that the cell-dyn 1800 is generating hemoglobin (hgb) results that are erratic. The patient hemoglobin (hgb) results were generated after a wbc clog error. Patient hgb results are: 7.1 / 8.8 / 6.8 g/dl. Results were not reported from the lab and there was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A product evaluation was performed. A review of complaint tickets where the cd1800 was the likely cause was performed with no additional complaints found. A review of the cell-dyn 1800 system operator's manual (9140390e, june 2008) addresses various corrective actions for the customer to follow should a clog message be displayed, including cleaning of the aperture plates. The customer performed troubleshooting with assistance from customer service and the issue was resolved temporarily. Field service was later requested, and the solenoid valve assembly (3.9 kg wht (no wshr)), part number 8921122101, was replaced due to normal wear. An assessment by medical affairs concluded that this event is hardware-related, and there was no adverse impact to patient management. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 1800 instrument, serial number (B)(4).

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.